Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device showed failed hardware notice. A field service engineer secured drawer connections, removed debris near sensor, rebooted the station and confirmed that the pharmacy was able to inventory multiple medication in multiple pockets to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawers were failed and not connected to bus. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.